Manufacturer narrative:
Continuation of d10: product ID 3708660 serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2025 product type extension. Product ID 3708660 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type extension product ID 3708660 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from rep clarifying that the explanation due to infection was a single surgery that occurred in (B)(6). The surgery on (B)(6) 2025 was possibly unrelated to infection and did not occur until after the infection had already cleared.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided regarding the explant surgery on (B)(6) 2025. The manufacturer representative clarified that the removal was due to poor tremor suppression, and it was determined that the implants had not been adequately placed during the original implantation many years ago.

Event description:
It was reported that per the manufacturer representative (rep) that patient's dbs system was removed on (B)(6) 2025 because of infection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative, who reported that following explant, the patient underwent antibiotic treatment. The infection was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3708660 lot# serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2025, product type extension product ID 3708660 lot# serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type extension product ID 3708660 lot# serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The manufacturer representative also noted that the patient had all previous leads and extensions explanted on (B)(6) 2025. They were not notified of the infection or the removal of the system that took place on that date. However, after further review of the timeline concerning the infection and dbs system removal, it was determined that the dbs system replacement on (B)(6) 2025 was actually due to a severe shocking sensation, which had been previously reported.